Event description:
The dealer reported that the legs on a shower chair are bending out. This issue could cause product instability and there is potential that the chair would not be able to maintain its weight bearing capacity.